Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. Customer¿s blood glucose level was 175 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.